Event description:
Reporter noted small burn observed after phacoemulsification. Sutured wound to close. Patient status reported as good/stable.

Manufacturer narrative:
A company service rep checked system, replaced irrigation sensor and fluidics pcb, and then returned for further testing. Customer was contacted to review possible causes of thermal injuries.